Event description:
Patient had an indwelling foley placed in the operating room. It was placed and the balloon was inflated with a 10cc syringe, and urine was returned without problem. At the end of the case, the foley was being removed as the patient was waking up. 9 mls of urine was removed from the foley balloon and the foley came out half inflated.